Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the channel drain was unable to drain during surgery. The channel drain was replaced.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The visual evaluation noted a round silicone channel drain attached to tubing. Visual inspection of the sample noted no obvious visible defects. The drain end was submerged in water and tubing connected to an in-house 3 spring evacuator. The evacuator was compressed and outlet port closed. The evacuator suctioned no water. The drain was disconnected and evacuator tested without it to ensure evacuator functioned with no issues. The solution was suctioned without issue. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "important: a. Check for fluid entering reliavac® evacuator. Lack of flow may indicate the following: I. All exudates have been removed. Ii. Wound drain is clogged and may require irrigation & aspiration (consult physician). Iii. Auxiliary wall suction pressure is above 210 mm hg. IV. Deflated balloon: check all connections for air leak and drain perforations for exposure above the skin and follow step ¿11¿ above. If still deflated, replace the evacuator. B. When not using auxiliary suction during surgical wound closure, several activations of the reliavac® evacuator may be required to establish suction because of the following: I. Air entering partially closed wound. Ii. An operative air pocket."

Event description:
It was reported that the channel drain was unable to drain during surgery. The channel drain was replaced.